Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low blood glucose level. The customer's blood glucose levels were 40 mg/dl - 58 mg/dl, 300 mg/dl, 150 mg/dl and 323 mg/dl. The customer had been using the insulin pump system within 48 hours of low blood glucose level. The customer treated high blood glucose level with bolus and low blood glucose level with food, milk french toast slice of cheese and heavy cream. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. The insulin pump was on auto mode at the time of the incident. The customer did not allege the insulin pump for over delivery. The insulin pump will not be returned for analysis.